Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device (k030941) is commercially available in the u.s.

Event description:
It was reported that, a shoulder revision was planned on (B)(6) 2025 for infection. No further information was available.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A device inspection was not possible since the affected device was not returned for investigation. From the provided picture taken just after the devices explantation (soiled implants), no additional information could be observed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that, a shoulder revision was planned on (B)(6) 2025 for infection. No further information was available.